Manufacturer narrative:
Concomitant medical products: metasul ldh, head, 50, code p, taper 18/20 catalog no# 0100181500 lot no# 2493040, metasul ldh, head adapter, m, 0, taper 12/14-18/20 catalog no# 0100185146 lot no# 2502410, modular femoral stem press-fit catalog no# 00771301200 lot no# 61265773, modular neck e 12/14 neck taper catalog no# 00784801200 lot no# 61097878. Therapy date: unknown. The manufacturer did not receive devices, x-rays for review. Other source documents (surgical report) were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to acetabular loosening.